Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during surgery on (B)(6) 2026 [related manufacturer reference number: 1627487-2026-07960, related manufacturer reference number:1627487-2026-07961, related manufacturer reference number: 1627487-2026-07962, related manufacturer reference number: 1627487-2026-08731, related manufacturer reference number: 1627487-2026-08732] infection was found once incision was made. The physician washed the site out with antibiotics and reclosed. Implant case was abandoned.